Event description:
The reporter indicated that the site's hp handheld computer screen froze during upgrade to the version 7.1 software. The issue resolved with a soft reset.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.